Event description:
It was reported that the procedure was to treat a bifurcation lesion in the distal circumflex (cx) with mild tortuosity and mild calcification. Pre-dilatation was performed with the 2.0 x 15 mini trek at 4-6 atmospheres (atms) for 5-7 seconds; however, the balloon was not able to inflate. Another attempt was made to dilate the mini trek to 6 atms; however, a pinhole rupture was noted in the distal end of the balloon. At this time, a dissection was noted, which healed naturally, without treatment. A new 2.0 x 15 mini trek was advanced, and dilated to 6 atms in the distal cx, and a xience stent was implanted. Kissing balloon technique was then performed with the mini trek and a non-abbott balloon at the target bifurcation lesion, to complete the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, eel, eel. Guide cath: axess 7f jl4.0 st. Evaluation summary: the catheter was returned with contrast visible in the inflation lumen and the balloon was loosely-folded, suggesting that the device was prepared for use and is consistent with an attempted inflation. A new indeflator was used in an attempt to pressurize the catheter to rated burst pressure (rbp) and the analysis confirmed that there was a longitudinal rupture in the balloon above the distal marker. There were no scratches found and it could not be determined if the longitudinal rupture was located along a crease/fold in the balloon. Scanning electron microscopy (sem) analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was confirmed to be located above the distal marker along a balloon fold/crease on the outer surface. Additionally, mechanical damage and peeling of the balloon material was found at and adjacent to the leak. A longitudinal line parallel to the leak was observed on the inner diameter of the balloon and damage to the proximal end of the distal marker was further documented. In this case, there was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon was damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. There were also multiple bends noted throughout the entire length of the hypotube. However, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported event. Balloon material ruptures resulting in an inflation issue (failure to inflate) can be affected by numerous factors including, but is not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was mildly tortuous and may have contributed to the experienced rupture. A definitive cause for the reported balloon rupture along the fold and damage noted cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing for balloon rupture pressure met manufacturing criteria. The reported patient effect of dissection is listed in the product instructions for use and is a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. Overall, a definitive cause for the reported patient effect and the relationship to the device, if any, could not be determined. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.